Event description:
It was reported that during a stenting procedure, the stent moved on the balloon. This 80% stenosed lesion was located in the tortuous and calcified mid left anterior descending artery. This 2.50x16mm promus element stent delivery system was advanced to the lesion against resistance. The device was successfully removed from the patient . The procedure was completed with a different device. No patient complications were reported and that patient's status is good

Manufacturer narrative:
(B)(4). A visual and microscopic examination of the returned complaint device revealed stent damage. The stent had moved distally on the balloon so that the distal end of the stent was resting approximately 1.5mm distal to the distal edge of the distal markerband. The proximal section of the balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The most distal row of struts was raised. The outer diameter (od) of the distal damaged section measured at 1.60mm. Several rows of struts from the proximal end were pushed distally and bunched up. The od of the proximal damaged section measured 1.90mm. The od of the stent area where no damage was present was measured at approximately 1.03mm. The stent measured 12mm in length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).